Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit unexpectedly shut down. There was no patient harm reported.

Manufacturer narrative:
Updated fields - b4,d9,e2,e3,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions),h10. Additional information - e1(event site postal code - (B)(6)). Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : no information available.

Event description:
N/a